Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = patient 1 and patient 2 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results for two patients on an architect c8000 analyzer. The following data was provided (customer¿s reference range is 1.6-2.6 mg/dl): patient 1 initial result, on (B)(6) 2024, was 7.2, which was released and questioned by the physician. The sample was repeated, and the result was 2.12 mg/dl. Patient 2 initial result, on (B)(6) 2024, was 8.5, repeat result, on another analyzer, was 1.8 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated magnesium results on an architect c8000, serial number (B)(6). Through an extensive investigation, the fsr found the bellows set, incl rod & fitting (rohs), part number 2-89055-02, needed to be replaced which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated magnesium results for two patients on an architect c8000 analyzer. The following data was provided (customer¿s reference range is 1.6-2.6 mg/dl): patient 1 initial result, on (B)(6) 2024, was 7.2, which was released and questioned by the physician. The sample was repeated, and the result was 2.12 mg/dl. Patient 2 initial result, on (B)(6) 2024, was 8.5, repeat result, on another analyzer, was 1.8 mg/dl. There was no impact to patient management reported.